Event description:
Customer reported that the large access panel has teeth that do not connect when an attempt is made to close the zipper. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Eval: results: inspection of the returned product found the panel side a slider body is open on the zipper. Note: posey instructions for use warning indicates: never use the bed if a zipper slider is bent open or damaged and the zipper is not securely closed. Test that all of the zippers open easily and close securely along the entire length of the zipper. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper coil is kinked, misaligned, or has gaps and does not close securely along the entire length. (B)(4).